Event description:
It was reported that after an implant procedure that the atrial lead had dislodged. The physician elected to explant and replace the atrial lead. The patient was recovering following the procedure.